Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse replaced the fiber optic sensor extension cable assembly, completed the pm and performed full functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service performed by a getinge field service engineer (fse), it was discovered that the cardiosave intra-aortic balloon pump (iabp) fiber optic connector was broken. There was no patient involvement and no adverse event was reported.